Event description:
It ws reported that the device was used during a lap cholecystectomy. When the specimen was placed in the device, the bag tore away from the support arms. The case was completed with a like device with no patient consequence.